Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer experienced a recoverable system error code 23005. The surgeon elected to convert to traditional open surgical techniques to finish the planned surgery, prior to speaking to an isi technical support representative. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23005, experienced by the site were associated with the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The field service engineer subsequently tested the system, and found it to be working to manufacturer's specifications with no defect or malfunction. The system error code 23005 appears when the da vinci si safety system determines a patient side manipulator (psm) arm has collided with another arm or something else in the environment. Upon determining these conditions, the safety systems put da vinci si in a recoverable safe state. Error code 23005 is a recoverable error. The system user manual recommends that the error code can be cleared by pressing the recover fault button on the patient-side vision cart touchscreen, or the recover button on the surgeon console touchpad. On (B)(6) 2012, isi contacted director of surgery, (B)(4), at (B)(4) hospital, and he indicated that the patient did not experience any surgical complications as a result of the reported event and the patient was released from the hospital. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.